Manufacturer narrative:
Batch review performed on 26 october 2018. Lot 152709: (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact dm double mobility hc liner 22.2/dmc reference 01.26.2246mhc. Lot 155392: (B)(4) items manufactured and released on 26 november 2015. Expiration date: 2020-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient hip for an infection case. Liner and head swap. The surgery was completed successfully.